Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; b7; g3; h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Medical records were reviewed by a health care professional and note patient experiencing a painful right hip, trunnionosis with armd, limb length discrepancy. Workup indicated elevated serum cobalt, no evidence of infection. Femoral head showed blackening consistent with corrosion at the trunnion. Stem and shell well fixed, liner did show some possible evidence of mild oxidation. Thick scarring at the bursal tissue, cloudy yellow fluid was encountered. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; b1; b3; b5; b6; b7; d1; d4; d10; g2; g3; h2; h4; h6 d10: 00771100900 ¿ m/l taper stem ¿ 61112027 00630505036 ¿ xlpe liner ¿ 61221990 00625006525 ¿ bone screw ¿ 61207574 00625006530 ¿ bone screw ¿ 61070821 00620005022 ¿ shell ¿ 60982739 multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01678

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to pain and elevated metal ion levels. During the revision, corrosion was noted at the head-taper junction. The head was removed and replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to unknown reasons. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.